Manufacturer narrative:
(B) (4).

Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: when 17 cc air was infused, the balloon burst. Used another device. No additional bleeding. Nothing fell into the patient cavity. No tissue damaged. Not extended more than 30 minutes. No patient info available. No patient injury reported.